Event description:
According to the reporter, the device has no ac or dc power. There was no pt associated with the reported event.

Manufacturer narrative:
The customer declined an offer of service from physio-control. Physio recommended the customer replaced the power conversion pcb assembly.